Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 1: three (3) defects for loose foreign material were observed during incoming inspection.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Seven pictures were provided alongside seven samples for evaluation. Upon visual inspection of the images, loose particulates were observed in all cases. The returned samples were then examined using optical equipment per specification, and loose particulates were identified on each sample. Based on the findings from both the image and sample evaluations, the reported defect was confirmed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. A visual inspection was performed on the retained samples, and no defects were observed. Therefore, the defect of loose foreign particulates reported by the customer could not be confirmed in the retain samples. Through evaluation of the manufacturing process of the reported lot, it was found that the sub-component materials went through reworks. This means there was extra handling of the parts outside of the normal manufacturing process. Therefore, the potential root cause of this issue could be additional the handling which then introduced the foreign material onto the spikes. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.